Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a knee surgery the tightrope buttons came loose when pulling and raising the graft. The surgeon had to repeat the procedure, re-sew the graft, and reattach a button. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 the complaint allegation was confirmed. One unpackaged ar-1588rt-2j tightrope® ii rt, with deploying suture batch 15491797, was received for evaluation. Visual inspection revealed that the suture system was broken; the suture attached to the button shows stiffness and bunches close to the button, an indication of excessive force used or incorrect surgical technique. Fray was noted on the suture tail. No sharp edges were noted on the button. Due to damage to the suture system, the functional test was not performed. The most likely cause of the reported failure is attributed to use error, including incorrect surgical technique, application of excessive force to the shortening suture strands, and/or tensioning not aligned with the bone socket, which may result in strand breakage and impaired ability to fully seat the implant. Refer to directions for use (dfu-0147-eo, revision 4), tightrope® devices, section g. Precautions for additional information.